Manufacturer narrative:
An additional lot number was reported (lot #m016545). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarm occurred. As the occlusion alarm occurred in the past, troubleshooting was unable to be performed. The customer stated supplies were able to be changed and customer was successfully able to resume insulin delivery. There was no information provided regarding the customer's blood glucose level.